Event description:
N/a.

Manufacturer narrative:
Cusaexcel2 was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that irrigation fluid while using the cusaexcel2 was weak and/or entirely absent. On and off irrigation was noted when pressing down on the pedal during an open liver hepatectomy procedure. No patient or staff members were injured as a result of the malfunction. The device heated up in surgeon's hand, but not to the extend of causing an injury or resulting in a severe burn.